Manufacturer narrative:
(B)(4).

Event description:
The health care professional removed serous fluid from the pump pocket during three separate pump refills. The hcp noted that there was "no need to push or make any effects in order to refill the pump." The hcp verified that the device was okay by performing a surgical revision of the pump and catheter. The revision was performed by administering intrathecal contrast through the catheter access port." The hcp decided to explant and replace the pump after he discovered a reservoir volume discrepancy. The hcp removed 6.5ml of medication when the expected volume was 12 ml. The pt was not injured and was "okay." The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.